Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the device experienced underfill or low draw of a tube with blood. This event occurred ten times. The following information was provided by the initial reporter. The customer stated: no vacuum and backflow. Other collections later that day: there was no/ little vacuum in the 365301 tubes, for the same children they succeeded collecting other tubes.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval?: yes. D10: returned to manufacturer on: 6/17/2021. H6: investigation: bd received ten (10) samples for investigation. The samples were evaluated by functional testing and the indicated failure mode for 'underfill' with the incident lot was not observed. Additionally, ten (10) retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to 'underfill' as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the device experienced underfill or low draw of a tube with blood. This event occurred ten times. The following information was provided by the initial reporter. The customer stated: no vacuum and backflow. Other collections later that day: there was no/ little vacuum in the (B)(4) tubes, for the same children they succeeded collecting other tubes.